Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting low right ventricular (rv) lead intrinsic amplitude. Anti-tachycardia pacing (atp) was delivered to convert an arrhythmia. Technical services (ts) was consulted and explained no oversensing or noise were present. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device is exhibiting pacing impedance high out range on the right ventricular (rv) lead.